Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The user facility noted education received regarding secondary infusions with rates over 300 ml/hr. Additionally, med affairs was contacted to send customer vendors for approved clamp. In addition, the spectrum's manual warning notes "flow rates above 300 ml/hr may cause fluid to be siphoned from the primary container during a secondary infusion."should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump when delivering secondary infusions at 400 ml/hr or greater they are experiencing siphoning and residual volume left in their secondary bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.